Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and applied the first clip and left a burr on the clip where it had been held by the device. The second clip was applied, and the clip would not release from the medium-large clip applier instrument. When the surgeon rotated the head 90-degrees from the shaft, it finally let go and the cable broke at that time. The use of the instrument was discontinued, and it was replaced with a backup. No fragment fell into the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. After the instrument failed, it was difficult to tell that one of the jaws had been damaged at some point. The tip of one jaw where it holds the clip was slightly bent. The incident occurred happened while placing a clip. The clip was placed securely, but the applier would not release the clip. The surgeon rotated the head 90 degrees to the shaft, the clip released and the cable broke. Medium-large weck clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue was resolved with a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly released from the clip groove of the grip-tips. Additional findings not related to customer reported complaint: the instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. The clamping pulleys did exhibit signs of residue that would have contributed to the broken cable. This caused loose grip cable at the distal end. The instrument was found to have corrosion/contamination on both grip and pitch bearings. The pitch and grip input disk bearings have oxidation, characterized by orange discoloration. The corrosion was observed to be found on the outer ring components of the bearing. The instrument was found to have an excessive amount of dried, white residue on the clamping pulley of inputs #5 (pitch), 6 (grip), 7 (grip) located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The instrument was found to have corrosion/ contamination on the clamping pulley screws in the back end. The pitch and grip clamping pulley screws have oxidation, characterized by orange discoloration.

Event description:
Refer to h10/h11 for follow-up information.